Event description:
The user facility (a veterinary hospital) reported that the distal portion of the IV catheter tubing was found to have become detached following a procedure on a dog. The following information was provided by the contact at the animal hospital: the IV catheter was inserted and removed by 2 different technicians; upon removal, the distal tip of the IV catheter was noted to be detached from the remainder of the tubing; radiographs were taken, but the detached distal portion of the catheter could not be located; and the dog has not exhibited any signs of distress.

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. During follow-up communication, the user facility commented that their handling of the IV catheter may have contributed to the reported separation, and therefore, they did not think it was worth the effort to return the involved device for evaluation. In addition, qa noted that the reported product lot number was beyond the expiration date and informed the user facility of this. Retention samples from the involved lot are not longer available because the lot is beyond the expiration date. Consequently, the failure investigation was limited to evaluation of reserve samples from random lots of the involved product code, review of user facility information and quality records. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description is most consistent with the catheter tubing having been severed by contact with a sharp object, such as scissors, during the removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).